Manufacturer narrative:
The following information was reported in error and no longer pertains to this event: it was later reported that the healthcare provider (hcp) programmed the pump in flex mode and had some difficulty in programming. The following day, the patient was acutely admitted due to ¿suffering the consequences of baclofen overdose¿. The pump logs revealed a programming error by the hcp. Details of the programming error were not reported. The patient recovered from the symptoms of overdose and was discharged from the hospital two days later. (B)(4).

Event description:
It was later reported that the healthcare provider (hcp) programmed the pump in flex mode and had some difficulty in programming. The following day, the patient was acutely admitted due to ¿suffering the consequences of baclofen overdose¿. The pump logs revealed a programming error by the hcp. Details of the programming error were not reported. The patient recovered from the symptoms of overdose and was discharged from the hospital two days later.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that a programming error was made when setting up a flex program with the pump and software on the 8840 programmer. Additional information has been requested; a follow-up report will be sent if information becomes available to us.